Manufacturer narrative:
(B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional found signs of repeated use and has a fractured medial side. All pieces were returned for evaluation. The device was manufactured in june of 2013 and had an approximate field life of two (2) years and six (6) months with an unknown frequency of use. The device history records & receiving inspection reports were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the device fractured during removal after trialing in a knee arthroplasty procedure. Attempts have been made and additional information on the reported event is unavailable at this time.